Manufacturer narrative:
If new information is obtained, a follow-up report will be submitted, initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(4). Cable was discarded.

Event description:
The customer reported the cable is giving inaccurate readings. No patient impact or consequences were reported.